Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient, who's undergone breast prosthesis implantation surgery with two 600cc mentor memorygel breast implants, suffered right breast pain and right breast capsular contracture (baker grade unknown), post-procedure. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2021. During the removal surgery, it was discovered that the right breast implant was ruptured. The replacement devices were the following: (right) 465cc mentor memorygel breast implant catalog: shpx465, lot: 9521868 ,sn: (B)(4) and (left) 465cc mentor memorygel breast implant catalog: shpx465, lot: 9521868, sn: (B)(4). On june 17, 2021, the device were received by mentor and upon completion of the product investigation on (B)(6) 2021, it was a discovered that the left breast implant was also ruptured. This medwatch form is for the left breast prosthesis. Complications on the right breast/implant was reported under mrn: 1645337-2021-03715.